Event description:
It was reported that the bd¿ blunt 5 micron filter needle 18 g x 1 1/2 in experienced occlusion. The following information was provided by the initial reporter: as per feedback. The solution unable to drawn to the syringe, reproter suspected the filter needle was faulty,

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary : a device history record review was completed by our quality engineer team for provided material number 305211 and lot number 9193814. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd¿ blunt 5 micron filter needle 18 g x 1 1/2 in experienced occlusion. The following information was provided by the initial reporter: as per feedback. The solution unable to drawn to the syringe, reporter suspected the filter needle was faulty.